Manufacturer narrative:
The device was returned and the evaluation indicated that the implant coil did not detach, but separated from the detachment stick on the coil shell. The cause could not be determined.(B)(4).

Event description:
Treatment of an aneurysm. It was reported that the sixth coil prematurely detached when it was inserted into the echelon-10 catheter. The procedure was completed with a new implant coil.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).